Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported by the reporter that the patient's sensor failed after warmup the day it was inserted. The patient had no other sensors and is unable to monitor herself. She did not do any fingerstick. The last known egv for the sensor session prior to failure was not described. The patient felt light-headed, dizzy, and confused. The patient had just eaten food. No medication had been given to the patient. Because they were unable to monitor the patient and provide correct treatment, the reporter drove the patient to the hospital. At the hospital, they did a fingerstick which showed a bg of 300 mg/dl. At the hospital, she had no active sensor. She was administered metformin (1000 mg) and an insulin shot (100 units). The patient stayed at the hospital for a week, and was discharged on (B)(6) 2026. At the time of the call, the reporter said that she is fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.